Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Inspection found lodged malformed staples in the knife track at the distal end. After removal, damage on the blade and cartridge was identified. The root cause of this failure is attributed to component failure. Isi also received the sureform 60 stapler involved with this complaint and completed device evaluation. Fa did not confirm/replicate the reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The hi foam challenge test was performed using an in-house sureform 60 reload and passed. No malformed staples were observed. Upon visual inspection, there was no damage found. A review of the site¿s complaint history did reveal related complaints involving this product or this event. One complaint represents investigation of the returning sureform stapler 60 instrument. An additional 5 complaints were opened to address the return of the sites remaining sureform green stapler 60 reloads belonging to the same lot in their possession with no reported issue. No image or procedure video was provided for review. This complaint is considered reportable due to the following conclusion: tissue pushout after the start of a surgical procedure that led to intervention to complete the procedure. The procedure was completed as planned. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported during a da vinci-assisted surgical distal gastrectomy procedure, tissue was pushed out the tip of a sureform stapler 60 instrument when a green sureform stapler 60 reload was fired. There was reportedly no error identified when the event occurred. As a result of the firing issue, the reporter indicated that it was not possible to staple. The surgeon excised the tissue with a monopolar curved scissors (mcs) instrument and then sutured the tissue. The surgeon completed the b1 reconstruction using a sureform stapler 60 instrument.